Event description:
It was reported that during a laparoscopic colectomy procedure, air leaked from the valve with an air leak noise while no instrument was being inserted. While an instrument was being inserted, air did not leak. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was any torque being applied to the trocar or device? ---no.